Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe was flaming and may potentially lead to unintended heat delivered to surgical site.

Manufacturer narrative:
Alleged failure: it was orange as expected but very fierce and ¿high¿ around the sides of the probe. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be tissue residues/air bubble trapped in and distorting the plasma field, shorted due to fluid ingress or defective probe output, defective pcb, nonconforming handpiece cable, power output variation, wrong default setting. Other possibilities could be glue/tissue blocking the suction path hole, inadequate hospital suction, bad connection to the hospital suction line. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe was flaming and may potentially lead to unintended heat delivered to surgical site.